Manufacturer narrative:
The adhesive patches (clear and/or white) can cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects".the patient mentioned having a history of sensitive skin. The patient was first inserted with eversense sensor on (B)(6) 2021 and has these symptoms (redness, pain and skin irritation) from adhesive patches since then. According to the data management system (dms), the most recent sensor was inserted on (B)(6) 2023, which means the patient has been using the eversense cgm system continuously. The patient's hcp was aware of this incident and had prescribed optiderm lotion. The patient is actively using the system without any other issues. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient complained of allergic reactions from using white adhesive patches. The patient had symptoms such as skin irritation, redness and itching. The most recent sensor was inserted on (B)(6) 2024. The patient mentioned having these symptoms since many years and uses a lotion and cream to the area, prescribed by his hcp.